Manufacturer narrative:
The use reported an infection on the sensor site "8 days after the sensor insertion", which led to the user eventually going to the ER where they recommended the sensor to be removed. The symptoms of infection began on (B)(6) 2025, afterwards the user went to the ER on (B)(6) 2025, and the sensor was removed on (B)(6) 2025. The user didn't receive treatment at the hospital. The user was prescribed antibiotics as medication. The user's hcp isn't aware of the event and as advised to follow up with the hcp for further medical guidance per dms, user is not using the system since 12-may-2025 because the sensor was removed.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where use reported an infection on the sensor site "8 days after the sensor insertion", which led to the user eventually going to the ER where they recommended the sensor to be removed. The symptoms of infection began on (B)(6) 2025, afterwards the user went to the ER on (B)(6) 2025, and the sensor was removed on (B)(6) 2025. The user didn't receive treatment at the hospital. The user was prescribed antibiotics as medication. The user's hcp isn't aware of the event and as advised to follow up with the hcp for further medical guidance per dms, user is not using the system since 12-may-2025 because the sensor was removed.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the user reported an infection on the sensor site "8 days after the sensor insertion", which led to the user eventually going to the ER where they recommended the sensor to be removed. The symptoms of infection began on (B)(6) 2025, afterwards the user went to the ER on (B)(6) 2025, and the sensor was removed on (B)(6) 2025.the user didn't receive treatment at the hospital. The user was prescribed antibiotics as medication. The user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance. B4. Date of this report 02 july 2025. G3. Date received by the manufacturer? 02 july 2025. H6. Type of investigation updated to 3331. H6. Investigation findings updated to 213.